Event description:
Patient was revised to address patella pain. X-rays revealed that the femoral implant was originally placed in flexion. It was discovered during revision surgery that there was scarring under the patella, and the tissue was getting caught in the box of the femoral implanted when patient flexed and extended the knee. The scar tissue was excised and the poly was exchanged. Minimal poly wear on the insert was observed.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported pain; however, provided information stated patient scar tissue was a likely contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.